Event description:
Analysis of the returned device found that the catheter tip was broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned microcatheter found that the distal tip was broken. A 0.0158in mandrel was advanced without resistance through the sl-10 microcatheter out the distal end. It is probable that the tip of the microcatheter broke when the preshape mandrel was removed from the microcatheter. From the information provided and the investigation results the device tip breakage was most likely related to the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.